Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr received the ventilator with the patient circuit attached and the original settings preserved. The settings were unremarkable and were unlikely to have contributed to the reported issue. The fsr was able to power up the ventilator and was able to pressurize and start the driver. The fsr found that the unit did not pass the patient circuit calibration and isolated it to a particular cap diaphragm. The fsr performed the pneumatic calibration and observed that the xdcr calibration, limit regulator pr2, and fcv-1 were out of specification. The fsr attached a test circuit to the ventilator and the unit passed the patient circuit calibration and performance check. The fsr also verified the thermistor reading and the driver displacement indicator (ddi) calibration. The fsr allowed the ventilator to operate for about an hour and observed stable readings with no drifting or other issues. The unit meets manufacturer's specifications.

Event description:
The customer reported that the ventilator "failed on a patient" and alarmed "oscillator stopped". The patient was switched to another ventilator and there was no patient compromise.